Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was a lead integrity alert on the right ventricular lead indicating a possible lead failure; either a fracture or insulation breach. There was also a question as to whether this was in fact, a lead failure or a connection issue with the device. Both the right ventricular lead and the device were explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial no patient complications have been reported as a result of this event.